Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis and the lot number was 020112604. A visual inspection and a review of the device history record (DHR) was performed. Results: infusion was verified and no leaks were observed with the saf set to 14ml/hr. The pump was refilled with 0.9% of saline. No leaks were observed during the filling process. The pump was then refilled to 366ml of 0.9% saline and the pump was pressurized for over 48 hours and no leaks were detected. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: the investigation summary concludes that no leaks were observed. As the device analysis cannot determine the root cause, we are unable to determine the cause of the reported event. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Manufacturer narrative:
(B)(4). Method: a portion of the device (pump) was reported to be returning for analysis, as this is the only portion that is available. Halyard is currently awaiting it's receipt. As a lot number was unavailable, the device history record (DHR) could not be reviewed. Results: once the investigation and device analysis are completed, results will be provided. Conclusion: at this time halyard is pending the return of the device for an evaluation. Once received testing will be performed. However, the investigation is ongoing; once completed a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a left partial knee replacement surgery on (B)(6), 2015 . A popliteal block single shot with marcaine was performed and it was reported that the patient could not feel across the top of his foot or raise his toes up on his left foot. The patient was reported to be having a nerve test on (B)(6). The pump was filled with bupivacaine 0.25%, 0.5% to 400mls. Additional information on october 06, 2015: the patient has had continued numbness and is currently receiving therapy, the ankle is the most numb and he cannot raise it. The patient can move his toes a little bit. Although, walking is a concern as he cannot walk heel to toe and his balance is off. The patient reported that he spoke to the anesthesiologist on (B)(6), 2015 and reported the numbness and the anesthesia. The patient was asked to wait two days to see if the symptoms would resolve. The patient stated that the day after surgery the device was leaking and got on his clothes. He then noticed that the tubing was just hanging; this was discovered on saturday (B)(6), 2015 at approximately 4:00pm. The patient has an appointment with his physician for a nerve test at 10:00am on (B)(6), 2015. The patient was advised to bring the device to the doctor's office for return. (B)(6), 2015, the physician's office reported that there was no defect with the device, the patient was told to remove the catheter the day after surgery. They were not aware of the leak or that the catheter fell out. Also they had no further information regarding the numbness.